Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a hospitalization event for high blood glucose. Date of hospitalization was (B)(6) 2014. Customer's blood glucose at the time of admission was 397 mg/dl. The customer stated she was feeling ill and was throwing up prior to being hospitalized. The customer was treated with the insulin pump and manual injection for her blood glucose. The customer also stated she was hospitalized for because she had an infection. The customer was given medications for her infection. No additional information provided.